Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, h4, h6, and h11. Section e- all accurate information has been provided within the initial MFR 2016493-2024-00186 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-apr-2022 to 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had multiple issues with a password and delayed a lot of surgeries and unexpectedly shut down in the middle of the surgery. The field service engineer replaced the aio to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down in middle of surgery, preventing the user from removing the narcotic. Customer confirmed that there was a delay to patient care and no harm was done to patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due the operating system power saving configuration. Disabled touch keyboard and handwriting panel service, completed full data sync and disabled wi-fi and bluetooth adapter to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down in middle of surgery, preventing the user from removing the narcotic. Customer confirmed that there was a delay to patient care and no harm was done to patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.